Manufacturer narrative:
Initial.

Event description:
It was reported that the user, new to the ilet system, accidentally made a meal announcement in the evening, which led to a subsequent low blood glucose event documented at 60 mg/dl. This was characterized as an improper or incorrect procedure involving the user interface. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included a minor illness/impairment that required oral glucose treatment administered as small juice portions. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the user interface and procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.